Manufacturer narrative:
Correction: the initial MDR submitted on april 07, 2026, was filed inadvertently. No explantation procedure has occurred. During the initial surgery, implantation of a ci632 device was attempted but subsequently aborted, and the patient was implanted with a ci622 device instead. It is believed that either the operating room registered the incorrect implant information or another documentation-related issue occurred, as there was no secondary surgery or explant procedure performed. There is no allegation of deficiencies against any cochlear devices.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to unknown reason. The patient was reimplanted with another cochlear device on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.